Event description:
It was reported that the patient presented to the clinic for atrial lead dislodgment. During the procedure, the physician noticed that the leads were not secured properly to the pocket and the lv lead also dislodged. Physician does not believe the leads are to blame for the dislodgments. Patient condition was stable. Related manufacturer reference number: 2017865-2022-15262.